Manufacturer narrative:
Examination of the returned instruments confirms the observation of the internal rod being slightly bent; however it is still possible to screw the internal rod into the metaglene holder. The slots appear slightly flared out with damage on the tip of the hex head. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle was having trouble grabbing onto the guide and the real meteglene implant; the inside driver is bent.